Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28.00x3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 7f non-bsc guide catheter and a non-bsc guidewire were passed through the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x32mm promus element drug-eluting stent was advanced for treatment. However, it was noted that there was a difficulty in crossing the lesion. The physician even used another non-bsc guidewire for better support but still failed, so the device was pulled and the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1 initial reporter first name: (B)(6). Device evaluated by MFR: promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the most proximal row was lifted and pulled towards the distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. Device was loaded onto and tracked through a 0.14 wire with no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 28.00x3.00mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 7f non-bsc guide catheter and a non-bsc guidewire were passed through the lesion, pre-dilation was performed with a 2x12mm maverick balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x32mm promus element drug-eluting stent was advanced for treatment. However, it was noted that there was a difficulty in crossing the lesion. The physician even used another non-bsc guidewire for better support but still failed, so the device was pulled and the stent strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.